Event description:
It was reported that the implantable neurostimulator (ins) was replaced because the battery was dead. A set of four leads on the right was ¿dropped¿ because a set was already on the left. The left and right leads were connected to the new ins. Additional information stated the patient had revision surgery scheduled for (B)(6) 2013. Additional information stated the healthcare provider (hcp) checked the battery and lead connection on (B)(6) 2013 and saw no damage. Additional information stated the cause of the event was premature battery failure and a replacement of the battery occurred on (B)(6). No hospitalization was required.

Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because it is unknown if battery depletion was confirmed and, if so, if the depletion was normal. The ins was explanted. The ins was not returned. The investigation is limited without device return. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the ins is inconclusive because of insufficient event information. Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 093-28, lot # v302176, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead. (B)(4).